Event description:
This catheter was being utilized for a diagnostic cardiology procedure when the pt's blood pressure dampened. The physician checked the catheter placement under fluoroscopy and noticed a kink in the catheter at the aorta/iliac junction. There was no reported injury to the pt.